Manufacturer narrative:
The insulin pump had a motor error alarm during rewind due to corroded motor home switch. Analysis was unable to perform the displacement test due to motor error alarm. The insulin pump was received with scratched display window, cracked display window corner, cracked reservoir tube lip.

Event description:
The customer reported via phone call that the insulin pump had a motor error alarm. The blood glucose at the time of the incident was 144 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.